Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the battery cap on the insulin pump was damaged. It was found the customer was unable to remove the battery cap on the insulin pump. The customer's blood glucose was 86 mg/dl at the time of incident. The mother also reported a failed battery test alarm. Troubleshooting could not be completed for the insulin pump as the battery cap and threads were damaged. The mother agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was monitored and no unexpected failed battery test alarms occurred during our testing. However, the insulin pump was received with normal operating currents and passed all functional testing including the self test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump had broken battery cap, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and scratched reservoir tube window. The insulin pump was missing the end cap sticker.